Manufacturer narrative:
Evaluation summary: a service engineer (se) inspected the device and found associated errors. The se replaced the inspiratory electronics printed circuit board. The unit passed testing and operated within the manufacturing specifications. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator entered backup ventilation. Although patient intervention details are unknown, there was no harm to the patient.

Manufacturer narrative:
Additional code added to section h6 conclusion code. Component code added. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A service engineer (se) inspected the device and found associated errors. The se replaced the inspiratory electronics (ifm) printed circuit board assembly (pcba). The unit passed testing and operated within the manufacturing specifications and was returned to the customer. One ifm pcba was returned to medtronic for further analysis. The ifm pcba was installed to the test ventilator and powered up. Under normal mode unit ventilated with test lung and no issues were observed. Under service mode the unit passed all test and analysis did not observe any error codes or alarms. Analysis could not duplicate the reported issue and found no faults with the returned component. The event was isolated in the field to a potential fault with ifm pcba. However, the returned component was analyzed, and no faults were found. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.